Manufacturer narrative:
Complaint no: (B)(4). It was reported that on an unreported date in (B)(6) 2014, the patient acquired peritonitis. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for an unrelated indication and while in the hospital, acquired peritonitis manifested by abdominal pain and fever. It was not reported if the peritonitis event prolonged the hospitalization. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of the report, the patient was still hospitalized and was reported to be recovering from the peritonitis. It was reported that pd therapy was discontinued and patient was placed on hemodialysis. Additional information was requested but is not available.